Manufacturer narrative:
Additional information : device manufactured between october 17, 2018 to october 18, 2018. The actual sample was received for evaluation. The bag was sliced off below the lot number. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed which revealed a leak at the spike port cap from the base of the spike port tubing of all used samples. Twelve (12) unopened companion samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed on the one (1) randomly selected sample with no issue noted. The reported problem was verified only in the actual sample. The cause of the reported condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred "a week ago" from the report date. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from an unspecified location. The leak was discovered before patient use. There was no patient involvement. No additional information is available.